Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ready for use indicator (rfu) fails to display hour glass and has a permanent red cross despite passing all op checks. There was no adverse patient impact reported.